Event description:
It was reported that the presented remotely via merlin.net. Review of transmission revealed that the right ventricular lead exhibited noise oversensing causing pacing inhibition. No interventions were performed. There were no patient consequences.